Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager was failed. The customer reported difficulty closing the refrigerator door, noting that the door and rm appear misaligned, causing the door not to close properly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed. A field service engineer (fse) troubleshot the issue and observed that the refrigerator lock was striking the remote manager. The lock was realigned and the remote manager repositioned to the backside. The system functioned as intended after the field service engineer repaired the device.